Event description:
It was not reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7070849, UDI: (B)(4).